Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. An amo representative visited the site on (B)(4) 2014 for a normally scheduled preventive maintenance and did not identify any issues associated with the event. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Initial MDR contains an incomplete statement, it reads: pre-op bcva was in both eyes. The correct statement should read: pre-op bcva was 20/20 in both eyes. Concomitant product - added wavelight (B)(4). Placeholder.

Event description:
Customer reported stinging on patient's left eye. Left eye started stinging after instillation of lotemax (prescribed a month prior for transient light sensitivity (tls) on both eyes status post lasik). An oral steroid was not prescribed. Topical steroid dosage was not increased. A flap lift and rinse was not performed. Patient had dry eye. Patient did not experience a loss of best corrected visual acuity (bcva). Pre-op bcva was on both eyes. Patient discarded the drops thinking she contaminated the tip. Patient advised to use preservative free tears and stop lotemax. Conditions were reported as resolving. Customer reported that the tls was worsening on both eyes. Topical steroid dosage was increased. Patient reported that she has to wear two pairs of sunglasses outside. Customer reported that the dry eye and stinging have resolved.